Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. After insertion of the steerable guide catheter (sgc) (lot:30907r1084) and removal of dilator and guidewire, the hemostatic valve was observed to not be sealed properly. A small amount of air entered the device but not the patient. Troubleshooting was performed but ultimately the sgc was replaced with another sgc (lot: 30907r1080). Xtw clip (30905r1090) was implanted in the a2-p2 position, with the aim of capturing the posterior leaflet prolapse. After the grasping there was a consequent partial reduction of the mr, but the clip was reopened and moved slightly more medial, with the intention of leaving some space for the subsequent implantation of a second lateral clip, due to the size of the prolapse to be treated. The clip was deployed. A few minutes after deployment, the clip was observed to be detached from the posterior leaflet (single leaflet device attachment (slda)) resulting in a return to severe mr. A second xtw (lot:30427r1014)) was then implanted to stabilize the slda. The procedure ended with mr grade 4+, and the additional clip facilitated in stabilization. After the procedure, the second xtw (lot: 30427r1014) detached from anterior leaflet in an slda, and mr was grade 4+.the cardiac surgery unit was contacted for consultation on the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported leak/splash was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.